Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision was likely the result of infection, which is addressed in the product labeling under general surgical risks. The surgeon stated that the event was "definitely not related" to the devices.

Event description:
Index surgery: (B)(6) 2016. Revision of knee component due to infection. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Revision of knee component due to infection. This event report was received through clinical data collection activities.